Event description:
The physician was attempted to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion on the lcx. The device could not cross the lesion. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 4th and 5th proximal segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (lesion morphology) - severe calcification, 70% stenosis 313 inherent risk of procedure - (failure to deliver stent and stent deformation) evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification, 70% stenosis. (B)(4).